Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was incorrect. The customer was unsure why the time was not correct. Blood glucose was 80 mg/dl. Tandem technical support assisted the customer with updating the pump's time successfully.